Event description:
The user facility reported that the table was not operating properly during a patient procedure. No injuries to staff or patients have been reported. It is unknown if procedural delays or cancellations have occurred.

Manufacturer narrative:
Steris attempted to obtain additional patient information however the user facility declined. A steris service technician arrived at the facility, inspected the table and replaced both of the fine traction devices. The fine traction devices were returned to steris montgomery for evaluation. The evaluation determined that the operator of the fine traction device had exceeded the range of the unit's adjustment wheel. Steris has confirmed this is an isolated event, however will continue to monitor any reports related to the issue described. No additional issues have been reported.

Manufacturer narrative:
Investigation remains in process. A follow-up report will be submitted when additional information becomes available.